Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: blackbox history indicates, patient not inserting fully charged battery after 'replace battery' alarm on (B)(6) 2011 at 11:47 am. During investigation, pump booted up to 'verify' screen with functional auditory and vibratory alarm warnings. The pump was exercised for 24-hours without interruption.

Event description:
The patient's mother contacted animas alleging that the subject pump no longer powered on. Prior to when the alleged power issue occurred, the reporter claimed the patient received a "low battery" alarm. When the battery was removed from the subject meter they discovered corrosion in the battery compartment. The reporter claimed she cleaned the corrosion out with a cotton swab and then inserted a new battery. The pump did not power on afterwards. The reporter denied that the patient developed symptoms or had to receive medical treatment for an acute complication due to the alleged issue. At the time of troubleshooting, the patient's mother denied any visible structural visible damage to battery compartment or battery cap. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged power issue remained unresolved.